Manufacturer narrative:
(B)(4). Device evaluation: leak condition not confirmed. Visual examination of the device did not reveal leakage. Device's winged luer caps were found completely intact to the luers without defect. A leak test was performed; however, no evidence of leak was found on any parts of the units, particularly at the blue winged luer caps. Based on the evaluation findings, the units performed as expected. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter (B)(4) to report two intermate units in which there were leaks from the blue winged luer caps. This complaint will be for the first of the two intermate units reported. The event occurred after filling. The devices were filled with pamidronate 90 milligrams in 250 milliliters of 0.9% sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.